Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a temporary loss of connectivity between a dexcom g7 cgm and the ilet system after showering and charging the device, leading the user to suspect an infusion site issue before sensor data resumed and glucose readings were visible. Symptoms included no reported adverse clinical effects, with glucose noted at 142 mg/dl once readings returned. Outcomes included no injury and no medical intervention or hospitalization. Investigation included a review of device connectivity and user-reported event chronology. Investigation of this case revealed a cgm pairing or communication interruption, with no responsible device identified and no persistent malfunction of the ilet pump or infusion set confirmed once data resumed. It was concluded, based on previously established findings for similar reports, that the cause was likely an intermittent communication disruption consistent with external factors such as post-shower conditions and routine device charging, with no device failure confirmed.